Event description:
Complainant alleged the staff was monitoring a pt (age and gender unk) when the top right corner of the unit's screen was distorted and unreadable. The staff was able to continue monitoring the pt with the use of a bedside monitor. There was no adverse effect on the pt as a result of the alleged malfunction.